Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the notch on the lip ring was missing. Customer¿s blood glucose level was 172 mg/dl. Customer reported that it was already been detached 6 months ago but they glued it and today upon removing the reservoir the notch was removed. The device will not be returned for analysis.